Event description:
The company was made aware that a patient underwent revision surgery due to pocket site pain and stimulation sensitivity.

Event description:
The company was made aware that a patient underwent revision surgery due to pocket site pain and stimulation sensitivity.